Event description:
It was reported that the clips would not close enough to hold on to tissue. The clip did not form correctly. Clips kept falling off. Another device was opened to complete the surgery. There was no patient injury or delay. Additional information was requested, but no additional information was provided.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with a clip present in the jaw. The handle and shaft were visually acceptable, and the jaw appeared in alignment. The clip retainer, push fork and jaw clearance were also acceptable. Upon functional evaluation, the remaining nine clips were cycled, fed and produced with proper alignment and pinch. After the last clip was fired, the locking mechanism engaged as intended. No lot number was provided, so the device history record could not be reviewed for discrepancies. As the device operated as intended during evaluation, no conclusion could be made as to what may have caused the reported event.